Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the camera was replaced. The replaced camera was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the positioning sensor unit (psu) camera. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A medtronic representative reported that the camera failed the accuracy assessment kit (aak) test. No patient was present during the time of the reported incident.